Event description:
The tip of a scissors was found to be broken off. A search of the room was made and the tip was not found. An x-ray was performed and the tip was found in the surgical field. The tip was removed without any harm to the patient.